Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances. It was noted that the patient had a fall prior. As a result, the lead was explanted and replaced, resolving the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000087009.